Event description:
During pt support, the console stopped pumping on the left side and went into "high pressure, low flow" alarms. The right side continued to function normally. A back-up console was used with no impact to the pt. The console is being evaluated.